Event description:
Event verbatim [preferred term] black heat powder was leaking [device leakage] , the adhesive layer was damaged [device adhesion issue] , . Case narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unspecified frequency for back pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced that the instructions are unclear. Especially the information regarding how to remove the adhesive layer to activate the heat source and what the front or back side is. Additionally, the adhesive layer was damaged and black heat powder was leaking on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the patient reported "adhesive layer was damaged and black heat powder was leaking". No adverse event was associated with the use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn., comment: the patient reported "adhesive layer was damaged and black heat powder was leaking". No adverse event was associated with the use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn.

Event description:
Event verbatim [preferred term] black heat powder was leaking [device leakage] , the adhesive layer was damaged [device adhesion issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unspecified frequency for back pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced that the instructions are unclear. Especially the information regarding how to remove the adhesive layer to activate the heat source and what the front or back side is. Additionally, the adhesive layer was damaged and black heat powder was leaking on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The event outcome was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category is reported as tier 1: non-assignable (complaint not confirmed). CAPA: n/a. Additional information has been requested and will be provided as it becomes available. Follow-up (28may2019): new information received from the product quality complaint group includes investigational results. Company clinical evaluation comment: the patient reported "adhesive layer was damaged and black heat powder was leaking". No adverse event was associated with the use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the patient reported "adhesive layer was damaged and black heat powder was leaking". No adverse event was associated with the use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category is reported as tier 1: non-assignable (complaint not confirmed). CAPA: n/a.

Event description:
Event verbatim [preferred term] black heat powder was leaking [device leakage] , the adhesive layer was damaged [device adhesion issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number not provided) from an unspecified date at an unspecified frequency for back pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced that the instructions were unclear, especially the information regarding how to remove the adhesive layer to activate the heat source and what the front or back side is. Additionally, the adhesive layer was damaged and black heat powder was leaking on an unspecified date. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. According to information received on (B)(6)2019 from the product quality complaint group, the root cause category is non-assignable (complaint not confirmed as a quality defect). The investigation was conducted for an unknown lot number for thermacare lbh. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category is reported as tier 1: non-assignable (complaint not confirmed). Additional information received from the product quality complaint group on (B)(6)2019 includes: per aqrt review: the recommendations from the a-qrt 5501 are as follow: no action to the marketed product will be executed because instructions on the pouch are correct and the number of complaints received regarding the error since 2016 is low. No further distribution of batches is under pfizer control, the quality alert notification (qan) has been received and the stock is now under quarantine. Notify the issue to the dutch inspectorate; inform dutch inspectorate rework activities. Rework the product under quarantine by applying a sticker on the carton where the incorrect instructions for use are printed. Use the updated versions of the carton and pouch with correct instructions for use for future production. Release the reworked product only after notification to the dutch inspectorate is performed. Site follow-up action items are as follow: rework the batches that are currently under quarantine by applying a sticker over the incorrect instructions for use on the carton. The pouches used in the batches currently under quarantine have correct instructions for use and are not impacted. Conduct review of the complaint procedure internally and with contractor telerex, handles customer complaints for netherlands, to ensure complaints are not incorrectly classified as customer preference and are communicated to the commercial team. Commercial team will update the internal complaint procedure. Completed. A pfizer artwork request (par) was initiated on (B)(6)2019 to correct the artwork for cartons and pouch film that will be used for future production. Completed. Carton and pouch will be revised as follows: dutch: open de verpakking vlak voor gebruik. Plaats thermacare op de pijnlijke plek. English translation: open the packaging just before use. Place thermacare on the painful area. The entire text of the pouch/cartons will be thoroughly checked by an external dutch-speaking regulatory consultant against the cds and master label to ensure complete compliance. The multilingual pouch includes multiple languages which are controlled by other country offices and their own processes. Completed. In future, all text changes for the netherlands will be checked by an external dutch speaking regulatory consultant. The regulatory group responsible for the netherlands will update their local processes as necessary. This process is detailed within the internal regulatory guidance pch-regmanual-chapter 1, version 5.0. This will be included in an updated version to be effective by (B)(6)2019. In the interim, pco regulatory colleagues will be informed via email and team meeting of the change in procedure. Completed follow-up (28may2019): new information received from the product quality complaint group includes: investigational results. Follow-up (07aug2019) new information received from product quality complaints (pqc) group includes: additional investigations results. Follow up (22aug2019) new information from product quality complaints (pqc) group includes investigations results. No follow-up attempts are needed. No further information is expected., comment: the patient reported "adhesive layer was damaged and black heat powder was leaking". No adverse event was associated with the use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time for the reported device complaint.

Manufacturer narrative:
The recommendations from the a-qrt 5501 are as follow: no action to the marketed product will be executed because instructions on the pouch are correct and the number of complaints received regarding the error since 2016 is low. No further distribution of batches is under pfizer control, the quality alert notification (qan) has been received and the stock is now under quarantine. Notify the issue to the dutch inspectorate; inform dutch inspectorate rework activities. Rework the product under quarantine by applying a sticker on the carton where the incorrect instructions for use are printed. Use the updated versions of the carton and pouch with correct instructions for use for future production. Release the reworked product only after notification to the dutch inspectorate is performed. Site follow-up action items are as follow: rework the batches that are currently under quarantine by applying a sticker over the incorrect instructions for use on the carton. The pouches used in the batches currently under quarantine have correct instructions for use and are not impacted. Conduct review of the complaint procedure internally and with contractor telerex, handles customer complaints for netherlands, to ensure complaints are not incorrectly classified as customer preference and are communicated to the commercial team. Commercial team will update the internal complaint procedure. Completed. A pfizer artwork request (par) was initiated on 15-may-2019 to correct the artwork for cartons and pouch film that will be used for future production. Completed. Carton and pouch will be revised as follows: dutch: open de verpakking vlak voor gebruik. Plaats thermacare op de pijnlijke plek. English translation: open the packaging just before use. Place thermacare on the painful area. The entire text of the pouch/cartons will be thoroughly checked by an external dutch-speaking regulatory consultant against the cds and master label to ensure complete compliance. The multilingual pouch inc

Event description:
Event verbatim [preferred term] black heat powder was leaking [device leakage] , the adhesive layer was damaged [device adhesion issue]. Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number not provided) from an unspecified date at an unspecified frequency for back pain. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced that the instructions were unclear, especially the information regarding how to remove the adhesive layer to activate the heat source and what the front or back side is. Additionally, the adhesive layer was damaged and black heat powder was leaking on an unspecified date. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. According to information received on 28 may 2019 from the product quality complaint group, the root cause category is non-assignable (complaint not confirmed as a quality defect). The investigation was conducted for an unknown lot number for thermacare lbh. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category is reported as tier 1: non-assignable (complaint not confirmed). Additional information received from the product quality complaint group on 07 aug 2019 includes: per aqrt review it was concluded: the incorrect instructions for use (IFU) has been present on carton since a package redesign and switch to dutch only packs in 2016 (previously shared belgium-netherlands-luxembourg packaging). Most probably the same text present on the nsw product was applied to the lbh product at this time - i.e., that an adhesive side should be removed before use. Usually, the process to update the text would be to take the existing artwork of a product and annotate with updates; however, in this case because the package redesign impacted the two products (nsw and lbh) they were updated together, and during this update the product use instructions from nsw were incorrectly added to lbh carton. The review process involves regulatory checking the labelling against both the master label and core data sheet (cds). Correct review process was followed at the time. The proposed text and artwork was reviewed/approved in epalms by two dutch speaking colleagues (one marketing, one regulatory); however, it was not noticed that the instructions for use were not in line with master label and cds. This error was also not identified during subsequent updates to packaging and therefore has remained on the carton. The pouch had correct text up until a recent change to implement changes due to brexit, and to switch to a multi-lingual pack. At this time, it appears that the nsw IFU was carried onto the lbh packaging, again despite review by a dutch speaking colleague. Instructions for use in other languages are correct and have been confirmed by the country offices looking after those languages. The multi-lingual pouch is shared amongst several country offices. The most probable root cause is an execution error: regulatory should have cross checked the artwork against the cds and master label, but this did not appear to be conducted thoroughly and the error was therefore missed. Recommendations from the aqrt: no action to the marketed product will be executed because instructions on the pouch are correct and the number of complaints received regarding the error since 2016 is low. No further distribution of batches is under pfizer control, the quality alert notification (qan) has been received and the stock is now under quarantine. Notify the issue to the dutch inspectorate; inform dutch inspectorate rework activities. Rework the product under quarantine by applying a sticker on the carton where the incorrect instructions for use are printed. Use the updated versions of the carton and pouch with correct instructions for use for future production. Release the reworked product only after notification to the dutch inspectorate is performed. In future, all text changes for the netherlands will be checked by an external dutch speaking regulatory consultant. The regulatory group responsible for the netherlands will update their local processes as necessary. Follow-up (28may2019): new information received from the product quality complaint group includes: investigational results. Follow-up (07aug2019): new information received from product quality complaints (pqc) group includes: additional investigations results. No follow-up attempts are needed. No further information is expected., comment: the patient reported "adhesive layer was damaged and black heat powder was leaking". No adverse event was associated with the use of the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time for the reported device complaint.

Manufacturer narrative:
According to information received on 28 may 2019 from the product quality complaint group, the root cause category is non-assignable (complaint not confirmed as a quality defect). The investigation was conducted for an unknown lot number for thermacare lbh. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category is reported as tier 1: non-assignable (complaint not confirmed). Additional information received from the product quality complaint group on 07 aug 2019 includes: per aqrt review it was concluded: the incorrect instructions for use (IFU) has been present on carton since a package redesign and switch to dutch only packs in 2016 (previously shared belgium-netherlands-luxembourg packaging). Most probably the same text present on the nsw product was applied to the lbh product at this time - i.e., that an adhesive side should be removed before use. Usually, the process to update the text would be to take the existing artwork of a product and annotate with updates; however, in this case because the package redesign impacted the two products (nsw and lbh) they were updated together, and during this update the product use instructions from nsw were incorrectly added to lbh carton. The review process involves regulatory checking the labelling against both the master label and core data sheet (cds). Correct review process was followed at the time. The proposed text and artwork was reviewed/approved in epalms by two dutch speaking colleagues (one marketing, one regulatory); however, it was not noticed